Event description:
It was reported that the eyelet stuck on inserter which led to the surgeon converting to an open procedure. As the surgeon inserted the implant during a rotator cuff repair, the eyelet would not come off the inserter to allow the anchor to come off. The surgeon tried to back it out, but the sutures became stuck in the hole. He changed to an open procedure and used a tenodesis screw. The case was completed. The pt was reported as having poor bone quality. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not rec'd, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is the inserter (driver) was not unscrewed from the implant but instead the operator attempted to pull it off the implant or the bone quality of the pt was so poor that the sutures were loose and could not hold the eyelet tightly enough to resist the rotational torque of the driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr. If the device is returned and add'l relevant info is obtained, a f/u report will be submitted.